Event description:
The reporter states doing meter to hcp meter comparison tests, ten minutes apart. Reporter's meter reading was 70mg/dl, and the hcp meter (type unknown) reading was 134mg/dl. Reporter did not have any symptoms. On followup, the reporter stated checking confirmation dot on the test strip. Reporter's technique of applying blood is accurate. Reporter cleans meter on a regular basis, and does control solution tests. No harm was alleged.